Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that the pump was emitting multiple loss of prime warnings over the course of two months. The warnings allegedly occurred with sudden movements, and the cartridge was changed several times without resolving the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/17/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/04/2014 with the following findings: loss of prime with non-zero force verified in black box. No loss of primes during investigation. Force sensor calibration reading was low. Opened pump and removed from case.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.